Manufacturer narrative:
(B)(4).

Event description:
It was reported that while using the side-firing surgical fiber during a prostate procedure, the output beam was observed to be forward firing @ 100,000 joules. The procedure was completed using a second fiber. Pt outcome: "no info provided on pt status". No further info was available.